Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device unable to be returned for evaluation.

Event description:
It was reported by the company representative that during a case, the surgeon was pulling the drill (with bit) out of the patient's mouth, and the bit was bent which caused the surgeon to cut the patient's mouth. The patient received stitches.